Event description:
Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling (model number maa2000- l). Customer reported that a patient slipped out of the sling. Following information collected, during transfer from a bed to a wheelchair, the patient made an abrupt movement with the body and fell towards the right side. It was clarified that a clip detached from a spreader bar attachment point (lug). The sling was used with no plastic support stays/stiffeners inside the head section of the sling. The patient sustained collarbone fracture. Arjo service technician visited the customer facility after the event to perform a device inspection. No malfunction was found within maxi twin lift. The sling visual inspection showed that sling had missing stiffeners and signs of wear. It was confirmed that the sling clips could be attached to the maxi twin device attachments points without any issue.